Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that a 12-lead ECG could not be acquired. The users reported multiple spikes in the ECG tracing so the mrx could not analyze ECG. No negative patient impact was reported.